Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient stated that the stimulator was only using two electrodes, and that it took all four electrodes for him to get pain relief. The patient stated that he had to turn up his right side to get stimulation on his left side, and he was still in constant pain. During the trial, he used four electrodes and the pain went away. The patient also experienced over stimulation in the left leg and stated that he felt like his leg wants to come out from under him. A manufacturer representative reprogrammed the patient to the correct settings, and the patient alter stated that he had not had any trouble with the device since, though he had to recharge every three days as he was using four electrodes. The patient then stated that he believed he had a bad battery installation and he couldn't get it to charge, or even read. The patient had experienced trouble charging "since day one." The ins would take a partial charge, but not 100%. The battery had depleted to the point that there was no stimulation down the patient's legs, and the pain would be back in a couple of days. The last recharge was 3 days ago and ins was at 25%. It was also reported that the patient's last ins would become so hot that "it was impossible to sit on it." A new recharger was sent and had been working, until the previous night. It was also reported that the patient was unable to adjust stimulation, and was having trouble establishing communication between the ins and 37744. Replacing the batteries did not resolve the issue, but the patient did not believe that the ins had moved in the pocket. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead, model 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Programmer, model 37744, serial# (B)(4). Recharger, model 37754, serial# (B)(4).